Event description:
The facility's biomedical technician reported an infusion pump with an overinfusion found during patient use, with no patient injury reported or medical intervention needed. The pump infused an entire bag of 100cc in 4 hours, and the pump indicated it only infused 4cc. The medication being infused was heparin. No information was available regarding medical intervention or patient demographics. The tubing used was baxter tubing, and is available for evaluation with the pump.